Manufacturer narrative:
Patient weight: asked but unavailable. Date of event: as the date of identification of the right common iliac artery aneurysm and type I endoleak is unknown, but was reported as having been observed since about half a year ago, the date of event has been estimated as (B)(6) 2020. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2014, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, reported as about half a year ago, follow-up CT imaging revealed a distal type I endoleak. A tendency of right common iliac artery aneurysm enlargement was also observed. On (B)(6) 2021, reintervention was performed. Embolization of the patient's right internal iliac artery was performed as planned. Two additional gore® excluder® aaa endoprostheses were implanted. The endoleak was resolved. The patient tolerated the procedure.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak and aneurysm enlargement. H.6. Investigation findings: code 3233 updated to code 213 . H.6. Investigation conclusions: code 11 updated to code 4315.